Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 1500mg/dl. The customer stated that the cannula bent when he inserted the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.